Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system on site and confirmed that fluoroscopy could not be performed. Upon troubleshooting fse found that the intermittent fluoroscopy was not successful and wired foot switch was defective. To resolve the issue, fse replaced the wired foot switch. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the customer was unable to perform fluoroscopy. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.